Event description:
Patient was revised to address pain. The revision surgeon felt the head used at the primary surgery was too large.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.